Event description:
A tihawk9 revision case took place on (B)(6) 2025. The implant was removed since the surgeon believed it was too loose, not big enough of a cage. The shell and shim set that was removed was determined to be locked. The implant was replaced with a larger implant.

Manufacturer narrative:
A tihawk9 revision case took place on (B)(6) 2025. The implant was removed since the surgeon believed it was too loose, not big enough of a cage. The shell and shim set that was removed was determined to be locked. The implant was replaced with a larger implant. A lot number was not provided so a complaint investigation for the DHR, ncmr, and complaint review could not be conducted. The surgical technique manual provides instruction on how to prepare the disc space and how to select the proper implant based on disc preparation. The engineering analysis was conducted and stated, the implant was not returned and therefore could not be assessed. A lot number was not provided but it was reported that the implant assembly was removed and determined to be locked. A definitive root cause could not be determined based on the information provided; however, it is likely that the surgeon selected the wrong implant size for the disc space. There were no manufacturing or design issues identified, we will continue to track and trend.

Event description:
A tihawk9 revision case took place on (B)(6) 2025. The implant was removed since the surgeon believed it was too loose, not big enough of a cage. The shell and shim set that was removed was determined to be locked. The implant was replaced with a larger implant.